Event description:
Subsequently, the device triggered the replacement indicator and was explanted. The explanted unit was returned for a post market analysis. No adverse patient effects were reported and another boston scientific device was successfully implanted.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a review of device memory revealed that the device declared elective replacement indicator (eri) after experiencing two consecutive charge times greater than the extended mid-life eri charge time limit. The observed rate of battery usage was compared to the expected rate of battery usage; the results indicated that the monitoring voltage was normal. Although the battery itself had not depleted prematurely, eri was triggered earlier than expected by extended charge times due to a higher-than-typical buildup of internal battery impedance.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received an inquiry into international technical services, regarding battery indicators for this device. Reportedly, the patient sought medical follow-up, as the device had been emitting beeping tones. During interrogation, it was observed the device had triggered the early replacement indicator (eri), thus the patient scheduled for product explant. The patient later returned, at which time it was observed that the device had reverted back to middle of life (mol) 2. The physician inquired why the device exhibited this behavior and sent a memory disk to internal engineers for assessment. Engineers reviewed and confirmed normal product software operation pertaining to the device's indicators; however, stated the battery depletion to eri, had likely been accelerated. The indicator notations from eri to mol 2, had been a function of the software calculation(s) in conjunction with the timing of the battery measurements. To date, the device remains implanted and in service; however, is likely depleting early. No adverse patient effects were reported.